Event description:
It was reported, that a pt who had been subject to x-ray imaging, no longer received electrical pulses from the extension. The physician revised the pt.

Manufacturer narrative:
Eval : the device could not be evaluated since the lot number was not provided. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.